Manufacturer narrative:
Pending evaluation.

Event description:
As reported, patient came to office with swollen knee, periprosthetic infection. Liner exchanged.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported that upon review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. No information provided in the following section(s): a2, a3, a4, a5, and b6. The following section(s) have additional info; g7, h1, h2, h3, and h7.